Event description:
Surgeon reported that during the surgery preparations, it was found that the tyvek of the opo71 was opened a little. No patient involvement or injury was reported.

Manufacturer narrative:
Expiration year 2016. Manufacturing year 2013. Placeholder.

Manufacturer narrative:
The customer has neither returned the product nor has provided a lot number. Unable to know manufacturing date or expiration date as the customer has not provided the lot number of the product. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Other was checked in error. The categories are for outcomes attributed to an adverse event. The categories are not applicable to the event. In initial report, the serial # was selected as unknown however the product is not a serialized. The lot number was provided in follow up # 1. Expiration date provided. Device manufacture date provided. ¿unknown¿ was described to clarify under additional information in initial report; however, device available for evaluation was checked as ¿yes¿ in appropriate section. Should not have had been described in was correct. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.